Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas reporting that on (B)(6) 2011 around 4pm, she had a 221 mg/dl blood glucose result (bg) and corrected with an unspecified amount of insulin with the subject insulin pump. The patient spoke with her health care professional (hcp) around 6pm and was advised to disconnect from the pump and to use insulin injection pens. The patient normally uses u500 humulin n in the insulin pump but only had access to lantus in her insulin injection pens. The patient did not specify at what time she disconnected from the insulin pump and how much lantus she took after talking to her hcp. Approximately 3-4 hours later (around 7-8pm), the patient's bg was 420 mg/dl. The following morning ((B)(6) 2011), the patient reportedly was feeling nauseated and had a syncopal episode later in the day at her work. At an unspecified time, she was then taken to the hospital where her bg measured 602 mg/dl. The patient was having vision problems, was diagnosed with dka, and was treated with insulin drip. By 6pm on (B)(6) 2011, the patient's bg was 299 mg/dl. An hour later, the patient's bg was 397 mg/dl while on the insulin drip. The patient indicated she was possibly going to be released from the hospital on (B)(6) 2011 or (B)(6) 2011. At an unspecified time during this reported incident, she had changed the infusion set/site and cartridge and reported no issues with the infusion set/site. The patient claimed she was not feeling the insulin dispensing as she usually does and noticed that the piston rod, the part of the pump that pushes against the cartridge, was not moving. She also reported that the pump was not able to rewind. The patient replaced the battery; however, the pump was still unable to rewind. During her hospital stay, a hospital educator reviewed the pump and reportedly found corrosion in the cartridge compartment. The hospital educator claimed she was able to clean the cartridge compartment. On (B)(6) 2011, the patient was able to complete the entire priming process. When reviewing all of the pump's history screens, there were missing data for (B)(6) 2011. It is unknown if the patient was able to identify the correction bolus she delivered on (B)(6) 2011. The patient confirmed the pump's settings were correct and that the pump has not been suspended. Animas has attempted to contact the patient on (B)(6) 2011 and (B)(6) 2011 for additional troubleshooting; however, the patient has not called back. Based on the provided information, this complaint is being reported because the subject insulin pump was reportedly not dispensing insulin and the patient allegedly was treated for dka at the hospital. The insulin pump reportedly had corrosion in the cartridge compartment and there was missing data in the insulin pump's history.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board was failing. During testing the pump retained the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays verify screen which must be manually confirmed (or reset) by the user in order to proceed.